Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 - matrix drawer had a snapped u-pin at the back. The technical support specialist called customer, verified with customer that the matrix drawer was having the issue where the u pin at the back was snapped half, currently user was able to manually open and close the drawer from the back, informed customer, customer acknowledged, sent an email to provide the details to the fst(field service technician) team to contact customer to discuss on the arrival time, received email from fst informed that the case can be closed, sent an email to inform about case closure, proceeded to close case. The system functioned as intended after the technical support specialist investigated the device. E.1. (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer malfunction and had broken pin. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.